Manufacturer narrative:
Name: medtronic minimed. Entity ID: (B)(4). Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Zip four: 1219. E1: patient city: (B)(6). Patient country: colombia. Based on the available information, this event is deemed to be a serous injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula became bent on (B)(6) 2026, resulting in occlusion that prevented insulin delivery consequently causing hyperglycemia (4800 mg/dl) that was managed with self-administered insulin via pump.